Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure of the cardiac resynchronization therapy defibrillator (crt-d), the setscrew could not be unscrewed after it had been screwed in. A new screwdriver was used and it still could not be unscrewed. The device was not implanted and replaced with a new device for implant. No patient complications have been reported as a result of this event.